Manufacturer narrative:
Follow up 17-feb-2016: follow up information was received from a non-health care professional. New reporter added. Consumer began feeling such depression that she could not be motivated to do anything. She missed a good amount of days for discomfort in her stomach. It was not quite a stomach bug but gas that was trapped in there and her stomach would blow up and be so hard that she started omitting anything that she thought would cause bloating and gas from her diet. She had migraines were becoming very scary. She thought for sure her head would one day just explode or that she had to have a tumor because that kind of pain could not be normal. She was sent to an eye doctor that specialized in issues of the retina and she was sent to a neurologist as well. She always felt as though her body was going to have a seizure or that it was not right. She kept feeling off, she would be talking and if she did not completely forget what she was talking about she felt like she could just not form complete sentences at times. She would have such bad menstrual cycles she had many accidents at work because even though she would have to double up with a pad and tampon she would still bleed through. She also had cramping and it was extremely painful to insert a tampon. Consumer reported that she could feel her fallopian tubes hurting so much that she could not even have relations with her husband. She visited a different gynecologist, not the implanting doctor, and she had her hysterectomy in 2014 and was the worst that she had ever felt in the 4 years she had the coils implanted. She felt as though she had a hot iron on the upper left part of her back and she could not lay down on her back to sleep or even sit back as she was in a lot of pain and discomfort. She also felt bruising on the inside of her skin that she could not see visibly on her skin. At 12 weeks post-operative and she was still struggling with issues. She felt at least 80% back to normal. She has started seeing a clinical kinesiologist and he found her to be estrogen dominant, her liver was not functioning properly and something in her body was depleting her zinc as her levels were very low. She could say though that the pain that she felt in her left leg and lower back pain since implantation was gone immediately after her hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had pain in left leg and after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy and recovered from this event. Leg pain was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and leg pain may occur. In this case, the event started after essure insertion and improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was received on 04-mar-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5034024, received at FDA on 23-jan-2014). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced so much pain in left leg to the verge of tears/ leg pain, vitamin d deficient, debilitating migraines, diagnosed with vertigo, started suffering from horrible panic/anxiety attacks, very low hdl levels, back pain, joint pain, gained a ridiculous amount of weight, diagnosed with a.d.d. (Attention deficit disorder), skin is so dry and itchy, red bumps after I shave, periods are extremely painful, extreme and painful stomach bloating, sharp stabbing pains in my belly button area and in my vaginal/rectum area, it is painful to have intercourse, major mood swings, and constant pain. On FDA form reported report type was injury, outcome of events was 'other serious (important medical events)' no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2009, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported she was implanted in 2009, and in 2009 she was in so much pain in her left leg to the verge of tears. She went to the doctor and was informed of being vitamin d deficient. As time passed she started suffering from debilitating migraines including ocular migraines that she was sent to see an eye doctor that specializes in problems with the retina. She had on several occasions to go to doctor or hospital with what felt like heart attack or stroke. The left side of her body including face started going numb, she broke out in a sweat and had trouble breathing, her hand started tingling, and she had headache that felt like someone hit her with a hammer. Test results from those incidents came back normal. As a result instead she was diagnosed with vertigo and paraesthesia. She started suffering from horrible panic/anxiety attacks. She had been sent to different tests that always came back normal. She had been prescribed different types of medication for her migraines and vertigo. She had taken a very high dose of vitamin d. She had been diagnosed with very low hdl levels. She suffered from back, leg and joint pain that had her some days just praying for relief. She gained a ridiculous amount of weight after implantation and her skin was so dry and itchy. She got red bumps after she shaved that itched so bad she was scratching all the time like a dog with fleas would. She had recently also been diagnosed with a.d.d. (Attention deficit disorder) and was now on vyvanse (lisdexamfetamine dimesylate) which had alleviated her migraines but she still had dull headaches. Her periods were extremely painful and heavy to the point where she had to use both a tampon and a pad. She suffered from extreme and painful stomach bloating to the point where she had tried to cut out any type of food that she felt will give her issues. She got sharp stabbing pains in her belly button area and in her vaginal/rectum area. It was painful to have intercourse. She had major mood swings that were affecting her marriage. She felt at (not reported) that she had the body of an 80 year old. She was in constant pain and she needed to find relief. Follow-up information received on 29-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0911). The consumer had the essure device implanted in 2009. Almost immediately she started having pain on the left side of her body but mostly her left knee and leg. She went to her general doctor about a month after procedure and she was diagnosed with a vitamin d deficiency. For over four years she suffered through different ailments, from severe migraines, numbness on the left side of her body, tingling in her extremities on the left side of body, going to hospital for what she felt like a stroke, dizziness, anxiety, hormonal problems and etc. There were the gynecological issues as well; having to use double protection when it was that time of the month. The pain that she felt when trying to be intimate was something that she did not wish on her worst enemy. One day, she had the usual back pain and left leg pain that she had, but this time was different; she felt like her left side was paralyzed. It started to cause panic in her as she was home alone with her youngest son. She would try and put pressure on her left side and she would feel something in her pelvic area and every time that she would do that I would not feel her legs but she would feel the pressure in the pelvic area. She had coils removed a few months later and the pain in her left leg was gone immediately. These coils changed not only her life but that of her husband and her children as well. She felt better for sure, but she will never be the woman that she was before coils. Maybe she was just suffering from depression and making more out of her ailments than they truly were. She considered the events related to essure. Case upgraded to incident. The product technical complaint (ptc) investigation and final assessment were received on 21-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had pain in left leg after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy and recovered from this event. Leg pain was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and leg pain may occur. In this case, the event started after essure insertion and improved with device removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.